Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple power loss alarm. Customer's blood glucose value was 250 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Device was monitored and tested with no unexpected battery power loss noted.